Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: hardening of breasts and capsular contracture baker iii.

Event description:
Patient reported right side "started to feel daily pain" and "hardening of the breasts. Healthcare professional reported "capsular contracture baker iii and intense local pain". An MRI reported ¿undulated contours¿. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,h6. Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Wrinkling of the skin-breast: unable to observe since it is not related to the device. Device wrinkling-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.